Event description:
Philips received a complaint by the customer on the v60 indicating a battery failed error appearing on the system. The device was outside of use at the time of the reported event. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer indicated that the system was in storage without being used connected to the power supply. The customer reported a yellow message indicating a defective battery; the battery voltage was very low. A replacement battery was ordered for replacement. A philips authorized service provider (asp) evaluated the device onsite and confirmed that the device reported a battery failure as if it did not have battery. The battery voltage was very low. The asp replaced the battery. The device was operational after repairs were completed.

Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).